Manufacturer narrative:
No patient information provided to date after calls to customer (B)(6) 2020. Date of device manufacture year is 2006. The month of manufacture was unavailable at time of MDR filing. A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported a malfunction resulting in the over delivery of pressure in the patient circuit. There was no report of patient injury.